Event description:
Patient reported left side reoperation due to "implant was not resting properly in the cavity." Surgical reoperation has occurred. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported, left side reoperation, due to "implant was not resting properly in the cavity". Surgical reoperation has occurred. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e3.

Event description:
Patient reported left side reoperation due to "implant was not resting properly in the cavity." Surgical reoperation has occurred. Device was explanted.